Manufacturer narrative:
Device sample returned and analysis completed on january 15, 2025. Manufacturers incident report is updated to reflect the results of device analysis and investigations. Refer to the following fields for updated or corrected data: b4, b6, d9, g2, g3, g6, h2, h3, h6. Based on manufacturer analysis of the returned device(s) and investigation, no root cause could be established. Should additional information become available additional investigation will be completed and a follow-up submitted as appropriate.

Event description:
This event was reported to the manufacturer by the patient's location of purchase as reported to them by patient. The patient states that the lens was instilled on the weekend of (B)(6) 2024 and the patient immediately felt an unpleasant sensation. The following monday, the patient wore the lens and noticed an increasing blur in the right eye. When the patient removed the lens in the evening, they continued to experience blurred vision and noticed clouding of the cornea and sought medical advice. The patient indicates they were diagnosed with unspecified corneal decompensation. No further information was provided on the medical treatments, interventions, or medications prescribed, formal diagnosis, or patient outcome. Good faith efforts have been made to obtain additional information without success, as of the date of this report additional information is unknown. This event is being reported in an abundance of caution due to the reported vision impact, diagnosis of non-specific corneal decompensation, and potential for serious or permanent injury associated with some corneal decompensation events. Should further information become available, a follow-up report will be submitted.

Manufacturer narrative:
No product has been made available for manufacturer analysis. Lot number was provided for the device alleged to be involved in the incident. No issues or nonconformance's were found and no trends were identified. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed.